Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t4 - l1 pediatric orthopedic surgery for an indication of adolescent idiopathic scoliosis (ais). It was reported that the rod has fractured and currently remains in the patient. The initial surgery was performed on (B)(6) 2017 and the additional surgery was performed on (B)(6) 2021. An additional satellite rod was connected via dominos to the fractured rod. No need for any removal per surgeon. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t4 - l1 pediatric orthopedic surgery for an indication of adolescent idiopathic scoliosis (ais). It was reported that the rod has fractured and currently remains in the patient. The initial surgery was performed on (B)(6) 2017 and the additional surgery was performed on (B)(6) 2021. An additional satellite rod was connected via dominos to the fractured rod. No need for any removal per surgeon. There were no patient symptoms reported. There were no further complications reported regarding the event.